Event description:
We are interested in a budget to replace the part of the double cable that is seen in the photograph at the bottom (brown electrode). Belongs to an arrhythmia room polygraphy team." "Thanks for your message. We have opened the file with reference number (B)(4). We inform you that the cable you need is not made by us but by abbott (navex) to split the ECG signal. For this reason, we ask you to contact them in order to proceed with the replacement of the cable." This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).